Event description:
The customer reported that the device failed opcheck front end failure. There was no report of patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.